Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas 6800/8800 hiv assay performed within specifications, and no product problem or systemic issue was identified. The observed discrepancies between the cobas 6800/8800 hiv assay and the western blot test were likely sample-specific. Factors such as sample handling, storage conditions, or inherent differences in the methodologies of the assays may have contributed to the results. Additionally, scenarios such as elite suppression, hiv-2 infection, or a false positive western blot result could not be ruled out based on the available information. The investigation concluded that the reason for the discrepancies observed by the customer was not attributable to a product issue.

Event description:
The initial reporter alleged discrepant results between the cobas 6800/8800 hiv assay on the cobas 6800 platform and a western blot test. The patient sample was first tested with the cobas 6800/8800 hiv assay on (B)(6) 2022, generating a negative result. The same plasma sample was subsequently tested with a western blot assay on the same date, which generated a positive result. On (B)(6) 2022, the sample was tested with abbott's polymerase chain reaction (pcr) assay, which also generated a negative result. The customer reported no complaint about the roche reagent assay but sought clarification regarding the cause of the discrepant results between the pcr and western blot assays.